Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and uterine perforation ('perforation (uterus)/essure migrated and perforated right side of uterus/migration of essure device location of device: right posterior fundal') in a 37-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary. Previously administered products included for an unreported indication: metformin, yaz, seasonal, loestrin, mnonessa and tri nessa. Concurrent conditions included dysuria and urinary retention. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced the first episode of alopecia ("hair loss"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6) 2016, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), confusional state ("confusion"), amnesia ("memory loss") and abdominal distension ("gastrointestinal or digestive other injury(ies) or complication (s) please describe: bloating"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), lacrimation increased ("watery eyes") and joint swelling ("other injury(ies) or complications (s) - please describe: swollen ankles"). In (B)(6) 2018, the patient experienced vaginal odour ("feminine odor"). On (B)(6) 2018, the patient was found to have blood urine present ("bladder or urinary problems or changes blood in urine"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), eye pain ("vision/eye problems type: eye pain") and eye pruritus ("itchy eyes"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, menorrhagia, fatigue, allergy to metals, the last episode of alopecia, headache, nausea, anxiety, vaginal discharge, eye pain, weight increased, blood urine present, vision blurred, eye pruritus, lacrimation increased, joint swelling and vaginal odour outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, psoriasis, feeling abnormal, confusional state, amnesia and abdominal distension had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, blood urine present, confusional state, dysmenorrhoea, dyspareunia, eye pain, eye pruritus, fallopian tube perforation, fatigue, feeling abnormal, headache, joint swelling, lacrimation increased, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia ,menorrhagia, perforation: fallopian tubes, migration, urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: cm in length by 0.3 cm in diameter and there is coiled metal wiring consistent with essure device within the lumen. The left proximal fallopian tube measures 2.5 cm in length by 0.4 cm in diameter. There is coiled metal wiring consistent with essure device within the lumen. Separate in the container are multiple tan-pink rubbery wrinkled tissue fragments consistent with vaginal mucosa weighing 4 gm and measuring 4.0 x 2.5 x 0.6 cm in aggregate.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), migraine ("migraine"), nausea ("nausea") and nervous system disorder ("neuro condit. /prob"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, menorrhagia, urinary tract disorder, fatigue, allergy to metals, alopecia, gastrointestinal disorder, headache, migraine, nausea and nervous system disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia ,menorrhagia, perforation: fallopian tubes, migration, urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Injury events added: perforation: fallopian tubes / migration, pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, urinary probs, fatigue, fatigue, hair loss, gi conditions, headaches, migraine, nausea, neuro condit. /prob. Lab data were added. Insertion date and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and uterine perforation ('perforation (uterus)/essure migrated and perforated right side of uterus/migration of essure device location of device: right posterior fundal') in a 37-year-old female patient who had essure (batch no. C91746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included polycystic ovary. Previously administered products included for an unreported indication: metformin, yaz, seasonale, loestrin, mnonessa and tri nessa. Concurrent conditions included dysuria and urinary retention. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2015, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced the first episode of alopecia ("hair loss"). In (B)(6) 2015, the patient experienced headache ("headaches") and migraine ("migraine"). In (B)(6) 2016, the patient experienced psoriasis ("rashes or skin conditions type: psoriasis"). In (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), confusional state ("confusion"), amnesia ("memory loss") and abdominal distension ("gastrointestinal or digestive other injury(ies) or complication (s) please describe: bloating"). In (B)(6) 2017, the patient experienced fatigue ("fatigue"), anxiety ("hormonal changes describe: anxiety"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision"), lacrimation increased ("watery eyes") and joint swelling ("other injury(ies) or complications (s) - please describe: swollen ankles"). In (B)(6) 2018, the patient experienced vaginal odour ("feminine odor"). On (B)(6) 2018, the patient was found to have blood urine present ("bladder or urinary problems or changes blood in urine"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), the second episode of alopecia ("hair loss"), eye pain ("vision/eye problems type: eye pain") and eye pruritus ("itchy eyes"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, menorrhagia, fatigue, allergy to metals, the last episode of alopecia, headache, nausea, anxiety, vaginal discharge, eye pain, weight increased, blood urine present, vision blurred, eye pruritus, lacrimation increased, joint swelling and vaginal odour outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, psoriasis, feeling abnormal, confusional state, amnesia and abdominal distension had resolved and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, amnesia, anxiety, blood urine present, confusional state, dysmenorrhoea, dyspareunia, eye pain, eye pruritus, fallopian tube perforation, fatigue, feeling abnormal, headache, joint swelling, lacrimation increased, menorrhagia, migraine, nausea, pelvic pain, psoriasis, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal odour, vision blurred, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dyspareunia ,menorrhagia, perforation: fallopian tubes, migration, urinary probs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: gross description: cm in length by 0.3 cm in diameter and there is coiled metal wiring consistent with essure device within the lumen. The left proximal fallopian tube measures 2.5 cm in length by 0.4 cm in diameter. There is coiled metal wiring consistent with essure device within the lumen. Separate in the container are multiple tan-pink rubbery wrinkled tissue fragments consistent with vaginal mucosa weighing 4 gm and measuring 4.0 x 2.5 x 0.6 cm in aggregate. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet, mr and social media received: lot no. Was added. New events - hormonal changes describe: anxiety, abnormal bleeding (vaginal), rashes or skin conditions type: psoriasis, bladder or urinary problems or changes- blood in urine, migration of essure device location of device: right posterior fundal, neurological conditions or problems type: brain fog; confusion; memory loss, vaginal discharge, vision/eye problems type: eye pain, perforation (uterus), weight gain / loss specify which one: weight gain, gastrointestinal or digestive other injury(ies) or complication (s) please describe: bloating; feminine odor, hair loss, watery and itchy eyes, swollen ankles were added. Reporter's information, patient demography, lab data, medical history, concomitant condition, historical drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.